Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. Pericardial effusion was also noted. Ablation was done for the effusion. The patient was stable.